Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clip applier device locked on tissue. It is unknown how it was removed. Another device was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). Empty. Evaluation summary: the analysis results found that the device was received with the jaws partially closed and the trigger partially cycled; otherwise in good visual condition. When testing the device for functionality, it was noted to be empty and the lockout was fired through. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.